Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016 with blood glucose of 243 mg/dl, but was 500 mg/dl prior. Customer had symptom of high blood glucose. Customer was hospitalized due to diabetic ketoacidosis and hyperglycemia. It was reported that cause of high blood glucose was due to customer falling and insulin pump detached and customer was without insulin for four hours. Customer was wearing insulin pump at the time of hospitalization.